Manufacturer narrative:
Lot numbers: 802485 and 802607. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that there was a hair inside the packaging of two (2) vented high-volume inlets. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two single-use devices were received for evaluation. For the first device, visual inspection revealed loose particulate matter inside the sterile package. The particulate matter appears to be a hair approximately 0.50 inches in length on the inside of the sealed packaging. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. For the second device, visual inspection was performed and noted a loose hair inside of the packaging, not touching the device. The reported issue was verified. The cause of the condition was not determined. A batch review was conducted for lots 802485 and 802607 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.